Manufacturer narrative:
Product evaluation: analysis results not available; evaluation expected but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "while trying to get the smallest dilator in the l4-5 disc space the tip of the instrument broke off. We are not exactly sure when it happened as I had to open another dilator because the back was smashed from hitting it with a mallet and the navigated dilator would not fit on it any more. We noticed later in the procedure the tip showing up on x-ray. The surgeon was able to go in and retrieve the broken tip." There was no patient injury.

Manufacturer narrative:
Product evaluation: analysis found that when compared to the assembly drawing: 0.41¿ of the distal tip had broken off which would have resulted in the reported event. When viewed under magnification, the break point was consistent with being bent at a severe angle before breaking and the drawing indicates the tip is straight. The proximal end of the device is deformed and the deformation is consistent with an impact; the customer had indicated that the back was smashed from hitting it with a mallet. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.